Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) was explanted due to patient concerns of premature battery depletion (pbd) as the battery was depleting faster than estimates. As the patient had a high percentage of pacing the physician opted to explant the device earlier than expected. A new device was successfully implanted. No additional adverse patient effects were reported. The device remains in hospital possession.